Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 477mg/dl and a manual injections were administered to address the bg level. The customer performed multiple supply changes and the occlusions continued. The customer declined troubleshooting with tandem technical support (cts) to determine a possible cause of the occlusions. Cts attempted to follow up with the customer multiple times; however, no response was received.